Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 weeks post-implant, it was reported that the pt was woken up on the hospital due to a red heart alarm and a pump stoppage. The pump stoppage was reported to last for approx 5 seconds. The following day an echocardiogram was performed and indicated that there was no thrombus and the aortic valve was not opening. In addition, it was reported that the right ventricle function and pump flow were very good. The pt's clinical status was good. The system controller was exchanged.

Manufacturer narrative:
The pt remains on lvad support with the pump. The manufacturer is attempting to acquire the suspect system controller analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.